Event description:
It was reported that the insulin pump had an unresponsive esc button. The blood glucose reading was 141 mg/dl. No significant events leading to the keypad issues were observed. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with no button response due to open j2connector on lcd board. No damage to keypad traces noted. The insulin pump has cracked case near display window corners noted during visual inspection.